Manufacturer narrative:
Unit had cracked and bleeding lcd glass, also minor scratched lcd window, cracked case at display window corner, broken battery tube threads, broken battery cap and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that he was unable to remove the insulin pump's battey cap. The customer stated that due to this issue, he was unable to have insulin delivered. Blood glucose level at the time of the incident was 432 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.